Event description:
It was reported that a (B)(6) pump okay button is responding as a down arrow. The event happened during programming/set-up at general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device okay button is responding as a down arrow. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the corrosion and contamination on the I/o pcb (input/output printed circuit board) inside the keypad connector and corrosion on the keypad flex cable. The I/o pcb and keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device okay button is responding as a down arrow. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the corrosion and contamination on the I/o pcb (input/output printed circuit board) inside the keypad connector and corrosion on the keypad flex cable. The I/o pcb and keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump okay button is responding as a down arrow. The event happened during programming/set-up at general patient ward. There was no patient involvement. No additional information is available.